Manufacturer narrative:
Results: bd received samples and three photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for foreign matter in the fluid pathway with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: rca indicated that incorrect protection of hair of an assembly machine operator resulted in the situation, the hair fell down onto the uniform and into the assembly machine. When this batch was created, procedures did not specify the sequence of putting on particular elements of the uniform.

Event description:
It was reported that a 30 g x 1.5 mm bd microtainer® contact-activated lancet had foreign material, hair like, 15mm long was found between components of the lancet. There was no report of serious injury or medical intervention.